Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure contraceptive device in the cornu of the left fundus, protruding to the level of the serosa but not perforating the serosa') in an adult female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and knee operation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain female") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (operative laparoscopy and bilateral robotic salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure device easily placed in left tube. 4 coils seen. Right side ostia turned out to be blind passage, unable to advance device. Patient tolerated procedure well lot number: a90483 manufacture date: 2013-01 expiration date: 2016-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure contraceptive device in the cornu of the left fundus, protruding to the level of the serosa but not perforating the serosa') in an adult female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and knee operation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain female") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (operative laparoscopy and bilateral robotic salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure device easily placed in left tube. 4 coils seen. Right side ostia turned out to be blind passage, unable to advance device. Patient tolerated procedure well. Lot number: a90483 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: event essure contraceptive device in the cornua of the left fundus, protruding to the level of the serosa but not perforating the serosa added and made medically significant and intervention required due to surgery. Reporter and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.